Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited that the angulation wire is malfunctioning, (angulation wire is fractured). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the angulation wire is malfunctioning, (angulation wire is fractured). Based on the results of the investigation, it is most likely that the probable causes are due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, the root cause of the reported issue could not be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.